Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. There were also two episodes of noise and oversensing on the rv channel. The patient had a good underlying rhythm; therefore, there was no asystole from the oversensing. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.